Event description:
It was reported that the procedure was to treat a 90% stenosed, concentric, de novo lesion with moderate tortuosity and heavy calcification in the mid right coronary artery (rca). After pre-dilatation was performed with a balloon catheter, the 3.0 x 28 mm xience alpine stent delivery system (sds) was advanced but could not cross the lesion. The sds was pushed with force but was unsuccessful; however, with the support of a guideliner the sds was able to cross the lesion. The balloon was pressurized, but the pressure did not increase; therefore, the sds was removed from the patient anatomy. There was no anomaly noted during preparation of the sds. When the sds was examined a crack was observed at the hub. A new sds was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion, gaia first; guide cath: heartrail; other: guideliner. Evaluation summary: the device was returned for analysis. The reported cracked hub was able to be confirmed. The reported leak was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for cracks, leak or physical resistance from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.